Event description:
It was reported to boston scientific corporation, that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2007. (Female patient; age and weight are unknown). During the procedure the patient received a vaginal burn. The physician noted two superficial burns after the procedure. The degree of the burns was not classified. There were no alarms during procedure. The patient was treated with cool saline and silvadene cream. The patient had a follow up visit two months later, and is stable.

Manufacturer narrative:
The device is not expected to be returned because the suspect device has been disposed. A device evaluation cannot be performed.